Event description:
It was reported by the customer that the PICC line snapped where flexible catheter meets hub. Unable to continue using broken line, line removed at bedside. No other information provided. Additional information provided 01/02/2024: leaking at wings - had been in 41 days, line needed to be replaced. Additional information received 01/04/2024: partial break, cracked/leaked from area around wings. To my knowledge patient did not have retained fragments or imaging.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the PICC line snapped where flexible catheter meets hub. Unable to continue using broken line, line removed at bedside. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.